Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was unsure if the malfunction alarm impacted their blood glucose (bg) level. However, the customer stated their bg level was in the 400's (mg/dl) and it was addressed with a bolus. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer changed out all the supplies.